Event description:
A report was received that the patient was having pain around the ipg site. The patient was evaluated and there was no sign of infection. The patient was prescribed pain medication.